Event description:
Livanova deutschland received a report that an essenz control unit gave an error message that the pump was no more controllable over the can bus. The issue occurred after the customer pulled the power cable from the back of the drive unit and since it never powered back on a restart of the entire essenz console was forced. Safety checks were performed again and also patient parameters setting. This did not solve the issue. The customer was able to use a spare drive unit from the other pump, however this pump ran with rpm only, without showing flow. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the essenz hlm system. The incident occurred in south brisbane, australia. Investigation and analysis of the serial read-out of the pump (real time device parameters and setting recording file) are on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: following analysis completion, as per livanova knowledge and based on software code inspection, reported alarm (code 2329) can potentially lead to a pump stop disabling the pump restarts only in case of a mechanical block that can always be detectable by the user. Indeed, the pump cannot be restarted by turning the knob, but only by removing the mechanical blockage (e.g. Over occlusion, foreign materials). In this case, pump did not stop and in addition the user pulled out the power cable to restart the machine and this is not indicated in the device instructions for use. Therefore, based on all the above and considering also the incorrect issue handling by the user, the event has been re-assessed as not reportable. In order to solve the issue, software modification will be introduced in software hlm version 1.5 by distinguishing alarm for difference root causes and introducing improved diagnostic information in log files.

Event description:
See initial report.